Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant precision results using the inratio meter: results as follows: date: (B)(6) 2011; inratio: 1.8; re-test: 2.6. Patient tested 5 minutes apart. Patient was sent to the ER on (B)(6) 2011 due to a hematoma on the leg; inr lab=4.3. Hospitalized last week. Taken off coumadin for 2 days and then put on lovenox. Last injection of lovenox was saturday. Hemoglobin count was 9.7 day discharged from hospital ate plenty of green beans yesterday ((B)(6) 2011). Given sodium chloride at the beginning of this week ((B)(6) 2011) because of dehydration. Patient reports having difficulty obtaining sample this morning ((B)(6) 2011) and milking the finger.